Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2018 a mitroflow crown cna23 was implanted. During the procedure the device was intra-operatively explanted and a mitroflow crown cna21 was implanted. Patient outcome is presently unknown.

Manufacturer narrative:
As of (B)(6) 2018, per customer quality review and previous note from reporting representative no further information is available. Since device is not available and no problem could be reported by hospital from their records, it is not possible to conduct any further investigation until further is information is available. Device not available for return.